Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that the pump intermittently shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) ranged from 500-600 mg/dl. Correction boluses via the pump were delivered and manual insulin injections were used to address bg. Multiple attempts were made to follow up on the reported issue; however, a response was not received.